Event description:
Indication: selective deficiency of immunoglobulin g [igg] subclasses. Patient called to state her freedom 60 pump (serial and expiration date not provided) broke yesterday while doing her infusion. It would not keep syringe in place. She had to infuse manually for rest of infusion. No missed doses. No adverse events reported due to product issue. Pharmacy to replace pump. Material for return of pump associated with event also being sent to patient. No further detail was provided. Reported to (B)(6) by: patient/caregiver.